Event description:
A nurse reported during the intraocular lens implantation on the third try the lens advanced smoothly and the lens was implanted. The nurse thought she had seen small scratch on the surface of the lens. It was also instructed that the lens should not be used if the plunger goes above the lens. There was contact with the patient and the lens remained implanted. There was no patient harm and hospitalization or intervention. The surgery was completed on the same day with the same lens, no replacement lens was used.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The complainant has indicated temperature discrepancy: while we are unable to determine the origin of the reported complaint, our observations suggest that based on the information provided by the customer, the most likely root cause is failure to follow the IFU, as the customer states that temperature at the time of the procedure more than 23°c/ 73°f. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. In addition to this, the file also states that the customer has been instructed to abort the device if plunger override occurs. The manufacturer internal reference number is: (B)(4).